Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. The ec60 cartridge reload was received for analysis with the shrouds opened and partially fired. A partial fire can occur if the firing sequence is interrupted, the device is opened, then closed and firing is resumed, causing the instrument to lock out. The returned cartridge reload was tested for functionality by resetting and loading it into a test device. The functional test demonstrated that the remaining staples in the cartridge reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. While no conclusion could be reached as to how the shrouds became damaged; it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4).

Event description:
It was reported that during an unknown procedure, there was some trouble shooting. Unknown how case was completed. There were no adverse consequences for the patient.